Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the chair will go to the left when the consumer gives the command for the chair to drive straight.